Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf uni-directional navigation catheter and ngen rf generator and the patient experienced esophageal fistula that required surgical intervention. Almost two months after an afib case, the patient suffered an esophageal fistula. Procedure took place on (B)(6) 2024 but the patient was admitted to the hospital for the injury on (B)(6) 2024. Computed tomography (CT) confirmed esophageal fistula. Intervention was open heart surgery to repair heart and esophagus. Patient was in rehab and improving. However, patient required extended hospitalization as the patient was in the hospital for about two weeks pre and post surgery to help recover from the injury. The physician believed the cause of the adverse event was procedural, as they were burning too close to the esophagus and for too long. Temperature probe was used to monitor esophageal temperature. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. 1) manufacturer report number 2029046-2024-02531 for the stsf. 2) manufacturer report number 2029046-2024-02532 for the ngen generator. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).